Manufacturer narrative:
Lot # is unknown as not provided. (B)(4). The event is currently under investigation.

Event description:
On the morning of (B)(6) 2015 the patient, whilst in bed, noticed the catheter had parted from the drainage system so he informed staff who quickly put it back together as best they could and taped it up. The patient was communicating and no shortness of breath or any other adverse effects at the time. A chest x-ray was performed, however unsure whether it had caused an changes. Upon waiting for review, no changes were made and catheter remained in place all day monday and tuesday. In the morning of (B)(6) 2015, the patient had deteriorated with shortness of breath and chest pain, they are unsure whether related to catheter, so having another x-ray. Additional information was requested, however it was not provided at the time of this report.